Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead had noise. No intervention and no patient consequences were reported.